Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that multiple tampons fell apart and went to the doctor. She indicated this was over two packages. She was first treated for a vaginal infection and then later returned to the doctor for painful urination. The doctor then treated her for a yeast infection.